Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4), alleging the onetouch verio meter went into the setting mode during testing. Based on the information provided, this complaint is being reported because the reported issue was not resolved during troubleshooting. There was no indication that the product caused or contributed to an adverse event.